Manufacturer narrative:
The combination of parts used in this case constitute an off label application of the devices in the USA.

Event description:
It was reported that revision surgery was performed due to a soft tissue reaction and fluid collection. The femoral stem remained implanted.